Event description:
It was reported that a revision surgery was performed because patient had subluxed a number of times following surgery 3 months ago and dislocated for the first time when transferring onto surgical table yesterday. Doctor opened the hip joint using the previous incision. The head and liner were removed and a 20 degree trial liner used to assess stability. Surgeon still thought the joint was not sufficiently stable so progressed to removing the cup with explant.

Manufacturer narrative:
The associated complaint devices were not returned for evaluation. A review of complaint history for the listed parts revealed no prior complaints for this failure mode. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. No medical documents were received for investigation. Therefore no medical assessment can be performed. Without the actual product involved and/or device information, our investigation cannot proceed. If the devices or new information is received in the future, these complaints can be re-opened. No further actions are being taken at this time. We consider this investigation closed.